Manufacturer narrative:
As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, lists pain and penile curvature as anticipated adverse events. Pain is a common and anticipated event in any surgical procedure. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. The root cause of this investigation is known inherent risk of the device. A review of the batch record was previously performed, and the device was manufactured to specification with no deviations. UDI related data quality updates only: the manufacturing date is not included in the label as pi. The brand name, model #, and UDI were corrected.

Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4), however, this is a follow-up to a previously submitted. The lawsuit reports that the patient experienced pain, unnatural curvature, and a painful revision surgery.

Manufacturer narrative:
As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "patient dissatisfaction with results," "erosion of silicone block requiring removal," "lack of sensation on parts of penis from nerve interruption causing numbness and loss of sensitivity," and "removal of implant may result in penile retraction, scar formation, and other potential complications, necessitating additional treatment." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists implant extrusion/perforation as anticipated device deficiency and loss of skin sensitivity/sensation and dissatisfaction with cosmetic results as anticipated adverse events. Additionally, self-confidence and self-esteem were also objectives that were measured in each participant via a single question that compares pre and post-operative self-confidence and self-esteem. 91.5% of participants reported high or very high levels of self-confidence 6-8 weeks post-op, and 83.5% of participants reported high or very high levels of self-confidence on an average of 4 years post-op. The instructions for use also list implant extrusion as a potential adverse device deficiency and dissatisfaction with cosmetic results as an anticipated side effect. The post-operative handbook includes information about the temporary increase or decrease in sensation after the operation. This is due to the stretching of the skin after placement of the implant and will return to normal in a few weeks to months. The patient had the device implanted on 06/21/2021, and had a follow-up with his surgeon on 6/22/2021. The patient did not show any signs of drainage, erythema, hematoma, swelling, or ecchymosis. There was no evidence of loose sutures or dislodgement. It is noted by the surgeon that the patient stated he had positive sensation in is penis, was "appearing well and happy with results." At the patient's 8-week follow up on 08/21/2021, the surgeon noted that the patient had no skin lesions and the implant was in the correct position. In conversations with the surgeon who performed the implantation, he stated, "he [the patient] never followed up and ignored my advice to visit me. He wanted the implant removed because it was causing him anxiety." The patient had the explantation performed by a different surgeon. No records were provided regarding the explantation. Any deviation from the post-operative instructions will likely result in additional complications and risks, which may require additional treatment, including potential surgery. The patient also signed an agreement to comply with post-surgery protocol, stating that he will "follow all given post-operative instructions." All events reported by the patient are disclosed, acknowledged, and signed-off on prior to implantation and explantation. The patient also failed to follow post-operative instructions. The root cause is attributed to failure to follow post-operative instructions and inherent risk of procedure. This is the first occurrence of discoloration. Without further information, it is unable to be determined the extent of the discoloration and whether it was cosmetic or medical injury.

Event description:
This complaint is involved in a lawsuit, "john doe 10 v. International medical devices.. Et al." John doe 10 was added to the lawsuit on 08/24/2023. International medical device's was made aware of this addition and complaint on 09/27/2023. Events were discovered when lawsuit "john doe 10 plaintiff vs international medical devices.. Et al" was provided to the quality team. John doe 10 was implanted with the penuma implant on (B)(6) 2021. The patient states that after implantation he experienced skin protrusion, unnatural and restrictive feel, corner erosion, and that the implant had shifted. The patient had the implant removed on or about (B)(6) 2021. After removal, the patient states he experienced loss of sensation, discoloration, and depression.